Event description:
Pt presented with chest pain and dr ordered accutnl. Customer tested sample and reported an elevated accutnl value of 1.14 gn/ml on the access analyzer that was <0.15 ng/ml when tested at an outside lab on the bayer centaur. Sample was then retested 7 days later, and a result of 0.78 ng/ml was obtained. (Still elevated). In 3/2002 - ckmb was 5.7 ng/ml and accutnl was elevated (no value given). In 4/2002 - pt was at another hosp and obtained a normal troponin result on bayer centaur (no value given). Sample has been requested from hosp for analysis. Interfering substance is suspected. As of 9/5/2002 no sample has arrived. Pt was admitted to hosp due to accutnl results. The co has not received any reports of an adverse outcome to the pt.